Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced severe abdominal pain due to escaped air from abdomen. The pain lasted for 48 hours. A CT scan was done and it showed pneumoperitoneum. This was resolved and on (B)(6) 2017 patient was discharged home.